Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the therapy electrode pads. The skin was reportedly rubbed raw. The patient's doctor recommended benadryl and the patient reported that the skin was doing slightly better. Further follow-up indicated that the irritation was still there and that the patient was waiting for a pacemaker surgery. The patient reported she would contact the distributor with further updates.